Event description:
It was reported that the arm is not locking up, it's slow after the pedal is pressed. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit would not hold pressure and was low on oil. The complaint was confirmed and the root cause has been determined to be a seal failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.